Event description:
This report summarizes <noe> 142 </noe> malfunction events in which the device had paint chips missing. (B)(4) events had no patient involvement; no patient impact. (B)(4) events had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 (B)(4) previously reported events are included in this follow-up record. Product return status (B)(4) devices were received. (B)(4) devices were evaluated in the field. (B)(4) device investigation types have not yet been determined. Event confirmation status (B)(4) reported events were confirmed. Evaluation results (B)(4) devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 173 </noe> malfunction events in which the device had paint chips missing. 170 events had no patient involvement; no patient impact. 3 events had no known impact or consequences to the patient.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 142 events were originally reported for this failure mode during the reporting quarter. - 31 events were inadvertently excluded. - 173 reported events are included in this follow-up record. Product return status 71 devices were received. 92 devices were evaluated in the field. 10 devices were not available for evaluation. Event confirmation status 163 reported events were confirmed. Evaluation results 163 devices were found to be affected by missing paint chips.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 142 events were reported for this quarter. Product return status: 120 devices were received. 1 device was evaluated in the field. 21 device investigation types have not yet been determined. Event confirmation status: 121 reported events were confirmed. Evaluation results: 121 devices were found to be affected by chipped paint. Additional information: 142 devices were not labeled for single-use. 142 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 142 </noe> malfunction events in which the device had paint chips missing. 139 events had no patient involvement; no patient impact. 3 events had no known impact or consequences to the patient.